Manufacturer narrative:
The customer's reported complaint of autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) error message was confirmed during archive review but not during functional testing. Load cell was replaced to address the issue. The customer's report of user advisory (ua) 09 (discrepancy between software and hardware load plate too large) error message was not confirmed during the archive review or functional testing. Initial functional testing was performed and passed with no error message. Review of the archive data indicated user advisory (ua) 02 message was recorded around the reported event date, however, user advisory (ua) 09 was not observed in the archive data log. Load cell characterization test was performed and one load cell was confirmed defective. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the pdb (power distribution board) was replaced to current revision, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, the front cover and one of the head restraint wires were damaged. The sticky clutch plate was deburred, top cover was replaced. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. The autopulse platform is a reusable device and was manufactured in june 2008 and is 10 years old, well beyond the expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The returned platform had the last preventive maintenance performed 8 years ago. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 09 (load cell error) message. No patient was involved.